Event description:
Caller reported a malfunction on pump, which was identified with a specific malfunction code. There was no adverse impact to customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted caller in resetting pump, after which malfunction did not recur. Customer planned to start sensor independently and was advised to call back if malfunction reoccurs. Caller understood instructions.